Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the customer was hospitalized due to high blood glucose on (B)(6) 2021 to (B)(6) 2021. The customer blood glucose was 1000 mg/dl. It was reported that the insulin flow block alarm. It was reported that the troubleshooting was performed and insulin exited during priming. The insulin pump will not be returned for analysis.